Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had off no power alarm and weak battery alarm. The blood glucose was 253 mg/dl at the time of the incident. Customer stated that, they did not receive a low battery alert prior to the off no power alert. Customer stated that, there were not unattended alarms received. Customer advised to monitor the insulin pump. The device will not be returned for analysis.